Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was a safety shield failure. 6 needles are affected. The following information was provided by the initial reporter: customer problem: customer states multiple needles have malfunctioned, and the safety has fallen off before the used needle can be capped. Workflow: perform venipuncture, when removing the needle the safety will fall off or the safety is engaged by pressing upon a table, safety then falls off or does not engage. Customer states multiple needles have malfunctioned, and the safety has fallen off before the used needle can be capped.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was a saftey shield failure. 6 needles are affected. The following information was provided by the initial reporter: customer problem: customer states multiple needles have malfunctioned, and the safety has fallen off before the used needle can be capped. Workflow: perform venipuncture, when removing the needle the safety will fall off or the safety is engaged by pressing upon a table, safety then falls off or does not engage. Customer states multiple needles have malfunctioned, and the safety has fallen off before the used needle can be capped.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.